Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-11877. Related manufacturer's reference number: 2017865-2021-11879. It was reported the patient presented in the emergency room (ER). The patient came in with syncope and shortness of breath. An electrocardiogram from the ER showed pacing spikes with no capture, with the patient's heart rate in the 30s. Upon interrogation, it was observed there was lead noise on the right atrial (ra), right ventricular (rv) and left ventricular (rv) leads. A x-ray showed the ra lead to be in the right ventricle. The ra and lv leads had no capture and no sensing. Patient also had an inappropriate shock delivered from their implantable cardioverter defibrillator (ICD) due to rv lead noise. The ICD was set to voo to ensure partial rv capture and a temporary wire was placed. A new system was implanted on the right side, and the old system was abandoned on the left on (B)(6) 2021. The patient was in stable condition.